Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. See also MFR report number 2032227-2011-00794 for paradigm real-time insulin infusion pump, model number mmt-522lnas, serial number (B)(4).

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 31 mg/dl at the time of the event. Prior to the event, the customer delivered a meal bolus based on a sensor glucose reading. The customer was later found unconscious by his wife, who called the paramedics. The customer was told by his healthcare professional that he may have also been suffering from an infection. Nothing further was reported.